Event description:
It was reported that on (B)(6) 2025, a 27mm epic plus mitral valve was implanted in the patient. On (B)(6) 2026, a dizziness was observed in the patient prior to resection. A mass-like attachment was found on the valve. The valve got explanted and a new 27mm epic plus mitral valve was implanted. The explanted valve had a slight pannus-like structure was attached to the commissural area. There was no tear was observed in the leaflets and suture cuff. The patient was reported stable and hospitalized.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.